Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the device's gears make a grinding sound, and the device does not spin. This was discovered during routine inspection, and there was no patient or procedure harm noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review was performed for the past three years for part number 05.000.008 with lot number(s) 004546/6185964 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is 20-jul-2009. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A service and repair evaluation competed for the subject device. The customer reported the device barely spun, and the gears were grinding. The repair technician reported the motor was running slow. ¿motor failure¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 13-apr-2016 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. The finalized service record will be archived in docusphere document management system. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.